Manufacturer narrative:
This report will be updated when investigation is complete. Trends will be evaluated.

Event description:
Allegedly the patient was revised due to the femoral neck of the prosthetic implant catastrophically failed, breaking into pieces, while being used in a normal and expected manner. This patient was also suffering high ion levels since (B)(6) 2013. (Right)